Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 467 mg/dl, at the time of incidence. Customer was treated with manual injection and bolus. There was no leak in the o ring of the reservoir but there was moisture noted in the insulin pump. Customer did the self-test and they passed. Insulin pump was not under delivering. Auto mode was inactive at the time of incidence. Customer declined to test the insulin pump. The insulin pump will not be returned for analysis.